Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp y-type microbore catheter extension set would not flush. The customer stated that "it was completely blocked". This issue occurred while the line was being flushed with saline. There was patient involvement; however, no injury or medical intervention was indicated. Additional information was requested and is not available.